Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported alarm (light emitting diode) led failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26jun2019. Date received by manufacturer: 24jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. There was water visibility on the led panel. The manufacturer¿s field service engineer (fse) replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.